Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with chest pain. The physician suspected a cardiac perforation by the right atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient condition was stable.